Manufacturer narrative:
Device manufactured between: august 20, 2018 to august 21, 2018. One device was received and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was observed at the spike port cap from the base of the spike port tubing. The condition of leak was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
One 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag with a leaking middle port was returned for evaluation. The process step in which the issue was identified was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.